Event description:
The customer reported a very high rate of late positive resp-4-plex samples on the alinity m instrument while running alinity m resp-4-plex amp kit. The customer suspected a contamination. Customer reported that no false positive sample were reported out of the laboratory. Many samples were late false positive for the cov-2 target. There was no impact to patient management. The customer did not provide specific sample ids (sids) that were considered discrepant nor their run dates. In the absence of additional information, this event will be reported as 1 false positive result on the alinity m instrument while running alinity m resp-4-plex amp kit.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Manufacturer narrative:
The investigation is as follows: customer data review: all relevant customer data was reviewed. Water, buffer, and environmental swabs tested across different reagent lots produced positive results for the cov2 analyte, and the positive amplification signals were visually confirmed on the fluorescence plots. CAPA / non-conformance (nc) review: a part specific search was performed for base list part 8n53 to identify any existing internal quality records that could result in the reported complaint during production or internal use records that were related to the reported complaint and part. The part and keyword specific CAPA review did not identify any internal records or nonconformances related to the current complaint for base list part number 8n53. Service history review: a service history review was performed. Any related tickets were non-elevated and closed after decontamination and maintenance procedures. The service history review of all tickets indicates that a sars-cov2 contamination issue has occurred at the customer site on multiple occasions but were eliminated through cleaning and maintenance procedures. Therefore, a systemic issue with the alinity m instrument (08n53) was not identified. Complaint history review: a part specific keyword search was performed. As a result, the tracking and trending data will be considered as the complaint history review for the part specific complaint search. The part and keyword specific complaint history review was completed. Complaint trending was completed. No new adverse trend was identified. Based on the elements of this investigation, a product deficiency was not identified for alinity m system (list 08n53-002) serial number (sn) (B)(6).